Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter contacted lifescan (lfs) customer service on september 23, 2009, alleging that the lay user/patient's onetouch ultralink meter was not powering on. The pt reportedly went to the doctor's office as a result of the power issue, but did not receive any form of medical intervention. There were not allegations of harm. According to the troubleshooting performed with customer service, the battery was replaced per the owner's manual. There is no indication that the product caused or contributed to an adverse event. The pt did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because power issue was not resolved with troubleshooting. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.